Manufacturer narrative:
(B)(4). Uncut washer, blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be deployed without completely forming and without cutting the washer. When either or both of these scenarios occur the device will not transect the tissue completely resulting in difficulties to remove the device. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection, the washer was partially cut and the target tissue was not resected. The colon side was not cut at all. As the device could not be removed from the patient, an electrical scalpel was used for cutting circularly the target tissue and the device was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor was used to the device.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information: was any part of the staple line missing staples or was there an incomplete staple line when the device was initially fired? It could not be confirmed how the staples were deployed. What device was used for the proximal and distal transection? No information. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Purse string device. How was the purse string placed, by hand or with an assist device? No information. Was the spike of the trocar inserted lateral or through the staple line? No information. What confirmation did the surgeon receive that the anvil was firmly attached? A click sound. When the device was fired, where was the indicator within the green zone/gap setting scale? Within the green zone. . Was buttressing material utilized? If so, which product? -no information. Was the instrument fired across or near an existing staple line or clip? No information. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Compressed until unable to fire further. Were any unexpected noises heard? If yes, when? No information. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening force was higher. Was there any difficulty removing the device from the tissue? Yes. If yes, how many counter-clockwise revolutions were used to open the device? No information. What steps were taken to confirm successful anastomosis? After the device was removed, another competitive device (eea) was used to complete the case. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? No information. Did a hcp other than the primary surgeon fire the instrument? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No. Was a leak test performed? No information.